Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the patient experienced an acute pericardial tamponade during the advancement of the guidewire. The patient deceased two hours post emergency treatment. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.